Manufacturer narrative:
Internal complaint reference (B)(4). The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed and fibers were observed in the light guide port. Minor fiber build up on the light cooling fan was observed. A functional evaluation revealed that the light cable is detected but the light does not turn on. The complaint was verified and the root cause was associated with individual component failure. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event potentially include a mismatched or damp light cable. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future occurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during the surgery the lens integrated system view was foggy. No patient injuries or significant delay reported. Smith and nephew back-up device was available to complete the surgery. Results of investigation have concluded that the light of this unit did not turn on which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.